Event description:
A pt underwent an aortogram on (B)(6) 2011. Through scarred area of previous fb area, at the end of the case, the physician was withdrawing the sheath when it bound up; then part of the sheath tore off (over the guide wire). A hemostat was used to grasp the end of the sheath and control bleeding. The sheath was pulled out with 2 short segments, also breaking apart with coiled reinforcement wire exposed. Upon final removal, the catheter was inspected for completeness and was found to be complete. Pt suffered no complications but manual pressure over femoral artery was held for 15 mins vs 5 mins after use of a 8fr angioseal just to be safe. Based on the info provided, the pt suffered no complications and everything was removed.

Manufacturer narrative:
Separate is addressed in the IFU. The device was returned in a used and damaged condition. An examination confirmed the sheath had separated into 4 segments with each segment having scores, grooves or bumps indicative of adverse contact with calcified lesion(s), yet held intact by the inner coil. It was noted that two of the three separations were jagged and showed evidence of material elongation while the third most proximal one was a cleaner break. Per specification, quality control personnel performs 100% inspection, ensuring correct inside diameter and outside diameter of tubing and that the material is free from surface defects, bumps, bulges and protruding coils. It is also confirmed that the surface of sheath is free of excessive dents, bumps or scratches. This device is provided with an IFU, that states: "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." While two inspections confirm the integrity of the sheath prior to shipping, the device appears to have separated based on its returned condition due to adverse contact with calcified lesion(s) and was subjected to tensile forces beyond its design strength, (B)(4). The appropriate internal personnel have been notified of this event and we will continue to monitor complaints for similar events. Prior similar complaints and risk analysis resulted in the issuance of corrective action/preventative action for this failure mode of "separation." The investigation of CAPA led to a revised IFU issued via change request april 16, 2010, which is prior to the sterilization date for this device; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require add'l corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action.